Event description:
It was report that the pt experienced a catheter dislodgement. The pt underwent a catheter replacement in 2009. No pt symptoms were reported. The outcome was resolved without sequelae.